Manufacturer narrative:
Returned device was received in fair physical condition. The top case cracked on the left side and the right plunger case was also cracked. During the evaluation of the device, the pump did not power on. The white lcd connector was broken and the plug on the main board was also broken. The lcd red cable was found soldered onto the main board by the customer. The main board was replaced as well as the lcd. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was having main board issues. Additionally, the touch screen wasn't working. There was no patient present at the time of the event. There were no reported adverse events.